Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor barrier separation and erroneous result- high ldh values seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of the photos indicated a poor gel barrier separation. Upon visual inspection, no defects were found in 100 retained samples from each batch number: 4241803, 4198902, and 4304673. Additionally, six retained samples from these batches were sent for further clinical evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (erroneous results-lactate dehydrogenase) because the defect was not evident in the testing of the complaint lot samples. All visual observations, including samples turbidity, of both retain and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4198902, 4241803, 4304673, for the indicated failure mode: sample quality- poor barrier separation. This complaint is unconfirmed with respect to erroneous results-ldh. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4198902. D4. Medical device expiration date: 31-jan-2026. H4. Device manufacture date: 16-jul-2024. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 4241803. D4. Medical device expiration date: 28-feb-2026. H4. Device manufacture date: 28-aug-2024. D4. Unique identifier (UDI) #: (B)(4). E1. Initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor barrier separation and erroneous result- high ldh values seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.